Event description:
Revision surgery - due to poly wear; the surgeon replaced the implant.

Manufacturer narrative:
The reason for this surgery was identified as poly wear of the acetabular liner after approximately 10 years of patient use; product in-vivo duration cannot be definitively determined since a confirmed date for implanting is unknown but is estimated to approximately 10 years. There is no information supplied about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the product device history records was not conducted since the lot number was not reported for this event and could not be established or determined. Extended searches of the patient database produced no additional information concerning the original surgery or further identified the specific identity of the product. The root cause for the revision surgery is identified as poly wear of the acetabular liner. Without additional information the cause of the product wear cannot be determined with confidence other than normal use. There are no indications of a product or process issue affecting implant safety or effectiveness.